Event description:
It was reported that the patient experienced a persistent rash at the site where a pod pal adhesive had previously been applied to the leg. The patient reported redness of the skin that had not resolved and sought medical attention from an endocrinologist in (B)(6) 2026. The visit was noted as an outpatient visit, with no formal diagnosis provided. The healthcare professional prescribed an anti-inflammatory treatment; however, the patient did not obtain or use the prescribed medication and instead reported self-use of a non-prescribed topical agent (polysporin). No blood glucose levels were reported. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.